Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot#/serial# (B)(6), implanted: (B)(6) 2017, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the ipg site got warmer and the sensation of the stimulation increased. It was reported this happened on the therapy/bicycle seat area. The recharging of the scs was somehow interfering with the sensation of the device. No further complications were reported.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient (pt) reports that when they were charging the scs device they feel heating and stimulation at the interstim lead therapy site. The ep reports if they turn the interstim off the pt does not feel the heating and stimulation while charging the scs ins. Technical services (ts) had the rep lower the recharge speed to "1". The pt reported that they do not feel any heating or stimulation when the recharge speed is set to "1". When the rep increased recharge speed to "2" the pt felt a slight sensation.

Manufacturer narrative:
Date of event: no information. Concomitant medical products: product ID: 3889-28, lot# va1jdn3, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.